Manufacturer narrative:
Hill-rom technician replaced the center arm assembly and the siderails functioned properly.

Event description:
The account alleged that the intermediate rh siderail dropped down after it had been latched in the up position. No injuries were reported.